Event description:
Information received indicates the casters are not holding in brake.

Manufacturer narrative:
The technician found faulty brake and steer casters. He replaced the brake and steer casters to repair the stretcher.